Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received the device. During baxter's functionality testing, the device failed upstream occlusion testing. This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. No related device malfunction was observed. The device in question was repaired and tested (including upstream occlusion testing) prior to release to ensure the device meets all specifications.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed upstream occlusion testing. There was no patient involvement.